Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0215467250, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a fractured lead at explant. The lead was fractured leaving the electrodes inside the patient whilst the lead was being explanted by the surgeon. The surgeon had explained to the patient that there was still some lead fragments inside the patient and how this would impact future MRI scans. No further actions or interventions were taken to resolve the issue. The issue was not resolved but a surgical intervention occurred.